Event description:
Per the clinic, the patient has permanently discontinued use of the device for reasons not reported. There are no plans to explant the device at this time. Additional information has been requested but has not been made available as of the date of this report, (B)(4) 2013. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.